Event description:
(B)(4). It was reported that subsequent to a stenting treatment procedure, the patient experienced chest pain and stent restenosis occurred. The patient presented with exertional angina in (B)(6) 2010 and underwent a cardiac catheterization procedure which revealed 2 target lesions. The first was a de novo and 90% stenosed lesion located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.50mm and a lesion length of 20mm. The lesion was predilated with an unspecified balloon and 2.50x24mm taxus element stent was deployed, resulting in 0% residual stenosis. The second was a de novo and 80% stenosed lesion located in the 1st obtuse marginal (om) with a reference vessel diameter of 2.75mm and a lesion length of 12mm. The lesion was predilated with an unspecified balloon and 2.75x16mm taxus element stent was deployed, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2012, the patient returned with exertional chest pain and breathlessness and underwent coronary angiography which revealed <50% restenosis of the study stent in the mid lad. The study stent in the om was normal. Fractional flow reserve was performed on the lad and determined that flow was not limited in the vessel. Therefore, it was decided to treat the patient with medication. The event was considered resolved and the patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).